Event description:
It was reported that while connecting the lead to the external extension, it broke at the last "pole" from the connector. The lead was then replaced. The outcome was reported that the pt felt good stimulation.

Manufacturer narrative:
(B)(4).